Event description:
This complaint is now reportable based on the analysis completed in 1/2006. It was reported that during a coronary drug eluting stenting treatment procedure, a catheter shaft kink occurred. The taxus express2 3.5x32mm drug eluting stent was sucessfully deployed in the right superficial femoral artery. Upon removal, the shaft kinked. The procedure was completed with no complications. No pt injuries or complications were reported. However, the returned product confirmed that there was shaft separation.